Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was trying to connect the transmitter to the insulin pump and they were stuck on the searching option, it did not go out of searching. When they tried, the insulin pump gave retry or cancel option and when the cancelled it again went into searching and something happened again. The customer mentioned that the buttons were responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.